Event description:
Procedure: lap cholecystectomy. According to the report: in the cavity the tip of the device was broken in trocar. The broken piece was retrieved. Another device was used to complete the procedure. There was no bleeding or tissue damage reported. The procedure was not extended a significant amount of time.

Manufacturer narrative:
(B) (4). (B) (4).